Manufacturer narrative:
On 17-aug-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the device appears deformed. During the visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture believed to be caused by car accident. Concomitant products: mentor memorygel breast implant 375cc gel breast prosthesis, catalog # 3503751bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis suspected rupture of her right breast prosthesis. The patient was involved in a car accident and noticed a change in the shape of her right breast immediately after the incident. Rupture of the patient¿s right breast prosthesis was confirmed by a doctor¿s physical examination. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 600cc gel breast prostheses on (B)(6) 2019. It was discovered during explantation surgery that the right breast prosthesis was intact and had not ruptured.